Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon was used to dilate a severely calcified target lesion and after inflation, the balloon ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported and the patient status was good.